Event description:
Customer reported unexpected negative reactions with anti-d on the echo. The sample was run on two different echos.

Manufacturer narrative:
Retention testing of anti-d series 5, lot 505548 with in-house donors of known various rh phenotypes, including weak d cells was performed. The expected reactivity was observed in all testing. In-house donor samples of various rh phenotypes, including weak d cells, were tested with retention anti-d series 4, lot 504699. The expected reactivity was observed in all testing. The returned patient's sample was tested with the retention anti-d series4, lot 504699 and anti-d series 5, lot 505548, and with other manufacturers' anti-d blood grouping reagents. The patient's sample was nonreactive at immediate spin test phase, and 1+ to 2+ reactivity was observed at the indirect antiglobulin test phase with anti-d series4, lot 504699 and anti-d series 5, lot 505548. The 1+ reactivity at immediate spin was observed only with gamma anti-d, lot dmb64-3. The patient's red cells possess and weak d antigen. The patient's sample was received with 3+ hemolysis; therefore, echo testing was not performed.